Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-aug-2024 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. Viscoelastic residue was found distributed through the length of the cartridge with the cartridge tip observed broken. The lens module was inspected, and no damage was identified. A particle was received attached to a piece of paper. Evaluation of the particle revealed that the material is a mixture of polypropylene and a salt species similar to sodium hyaluronate. The fourier transform infrared (ftir) spectrum raw data output was compared against the manufacturing process ftir library and 10 results passed the 0.90 correlation threshold. No further evaluation was performed. The complaint issue "foreign material - loose" was identified during product evaluation. The potential assignable cause could be related to the broken part observed on the cartridge tip. Although, there was a potential manufacturing failure alert due to the high correlation results, due to sample condition, the device handling cannot be ruled out. The manufacturing process contains the controls to identify and discard units with a cartridge tip damaged/broken. Conclusion: based on the results of the complaint investigation, there is evidence of a product deficiency, but no indication of a product malfunction. A failure investigation was initiated to further examine this complaint, and it was confirmed that there is no product deficiency identified. No further evaluation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol), a small piece of plastic material was seen in the phaco tunnel. Some ophthalmic viscosurgical device (ovd) was added and the piece was removed. Lens was sitting firmly in the bag end, there was no need for explantation and no extra intervention was needed for the patient. No further information provided.